Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g2, h6.

Event description:
Upon removal, healthcare professional confirmed "rupture" and "capsular contracture, baker grade iii". Device was explanted, replaced and discarded.

Event description:
Patient reported a rupture diagnosed via ultrasound. Later ultrasound findings confirmed "palpable lump corresponds to 39 x 6mm intracapsular collection at 8 o¿clock position". This record is for the left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.